Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patiet was in good condition.